Manufacturer narrative:
Date sent to the FDA: 4/11/2016,(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and morcellex was utilized. The initial pathology showed no hyperplasia or malignancy. On (B)(6) 2014, the patient underwent surgery for pelvic pain/pelvic mass. It was reported that pathology was negative ¿ but notes this pelvic mass resulted from a fragment of previous surgery being lodged deep in pelvis with subsequent adhesions and neovascularization. It was reported that on (B)(6) 2014, the masses felt to be dropped endometrium in pelvis. It was reported that pathology was negative. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue. It is unknown if the actual device used in this patient procedure was in fact an ethicon morcellator. The event investigation is ongoing.

Event description:
It was reported by an attorney that the patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012, and a morcellex was utilized, which revealed proliferative endometrium. On (B)(6) 2014, the patient underwent a pelvis mass resect, but was found to be attached to the colon. On (B)(6) 2014, the patient underwent a pelvis mass resect for the remainder mass. No additional information was provided.